Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device showed that the tip of the provisional neck is broken. The device also showed wear and tear indicative to years of use. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined but could be possible misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the surgeon was using the femoral head impactor to impact the head trial and the neck trial broke.